Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring urinary incontinence. The device was removed and replaced. No patient complications were reported.